Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading while experiencing symptoms of shaking and disoriented. The customer was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event. A readings comparison of 9.9 mmol/l with the sensor against 3.9 mmol/l with an adc meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a high sensor reading while experiencing symptoms of shaking and disoriented. The customer was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event. A readings comparison of 9.9 mmol/l with the sensor against 3.9 mmol/l with an adc meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.